Manufacturer narrative:
On (B)(6) 2026, the patient reported experiencing blisters/welts while using an mcot device with universal patch configuration (electrode lot # p203a31). The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient indicated they followed the recommended skin preparation steps but decided to discontinue use of the device due to the irritation. It is unknown whether the patient has a history of skin sensitivity or allergies to adhesives/metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported experiencing blisters/welts while using an mcot device with universal patch configuration (electrode lot # p203a31). The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient indicated they followed the recommended skin preparation steps but decided to discontinue use of the device due to the irritation. It is unknown whether the patient has a history of skin sensitivity or allergies to adhesives/metals.